Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated a follow up report will be submitted. The code reported by reporter was listed, lot s06g18175r or s06g21088r. This code is manufactured in another country, and is only distributed in other country.

Event description:
International complaint received. Customer reports during patient use with lidocaine, morphine, hydrochloride and ketamine the male connector separated. Blood back occurred but no treatment required and no injury. No additional information is available.